Event description:
It was reported by the affiliate that during a low anterior resection, the surgeon fired the device and the staples did not form. After firing the device, it would not release from the tissue. The device was removed by excising the bowel. The surgeon completed the case with hand suture. A colostomy was placed to give site a chance to heal.